Event description:
It was reported that two suture eyelets broke when they were inserted. Procedure, labrum repair. Eyelets broke, the sutures and eyelets were pulled out leaving a small tip of implant in the patient. Surgeon tried to drill through remaining implant and remove what fragments he could see. (Not sure if all pieces were removed ). He completed the case by redrilling new pilot holes and inserting a different device, pushlocks. The last implant was 1mm proud on the labrum side. (Surgeon was not concerned).

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause(s) of this type of event include preparing a pilot hole that is too small, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Broken device discarded by the facility.